Manufacturer narrative:
(B)(4). (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by (B)(6) that the upper trigger did not function and the pin was lost on the compact air drive device. During service and evaluation, it was observed that the upper trigger was blocked, jammed, and heavy moving; and the motor ceased up. It was also noted that the device failed pre-test for air leak, function of soft mode switch (safety system) and power with test bench. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the trigger was blocked, jammed, heavy moving, upper trigger was jammed and motor ceased up. It was further noted that the device failed pre-test for air leak, function of soft mode switch (safety system) and power with the test bench. The assignable root cause was determined to be due to device wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be sent accordingly.